Event description:
It was reported that the customer had high blood glucose levels of 370 mg/dl. The customer treated with the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including nausea, sleepiness, abdominal pain and ketones. The mother of the customer reported that the insulin pump did not alarm no delivery when a bolus was programmed but did not go through. Troubleshooting was done but not completed. The mother of the customer would like to have the insulin pump replaced. The mother of the customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.